Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2020-00298. It was reported one of the patient's leads had migrated after having a fall one year ago. Lead migration was confirmed via x-ray. As a result, the patient underwent surgical intervention during which one lead was explanted and replaced. It is unknown which lead had migrated and was replaced, so both are being reported. Effective therapy was established post-operatively.